Event description:
The dealer states that on the right side of the frame right below the weld the frame broke. The dealer states the patient was using it. The dealer states the patient alleges that when he went to turn it snapped.